Event description:
The manufacturer received information alleging the device showed an error code of e195 and e290. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, error codes e195 and e290 were confirmed. The internal battery has been replaced to resolve the issue. Also the air path assembly and removable air path foam was replaced. The device passed all testing.